Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant that was improperly positioned and caused multiple injuries to the patient, including spasms, diminished movement, pain, and numbness.

Manufacturer narrative:
Information added to d8, h6: component codes, type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information. Summary the complaint is unrefuted for one (1) of one (1) unreturned mobi-c implant (pn: mb3xxx) for the failure of patient harm leading to a revision surgery. The product was not returned, and no photos were provided. Medical records were not provided for review. Potential cause since the product was not returned and no photos were provided, root cause can't be established. DHR review and related actions lot number was not provided, therefore, DHR review can't be performed. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant that was improperly positioned and caused multiple injuries to the patient, including spasms, diminished movement, pain, and numbness.